Event description:
Allegedly, pt was in pain, could not stand or walk on the product. Patient believes she has nerve and ligament damage.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.